Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received that there were no symptoms that the patient presented. No device issues or malfunction was reported. The patient outcome following the surgery was good.